Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag loaded into the rotablator. Visual inspection of the device revealed that the spring tip was kinked and stretched also it has the body kinked in the middle of the device. The guidewire couldn't be removed form the rotablator. Dimensional inspection was done. Overall length and outer diameter of the distal tip couldn't be measured due to the device condition. All other outer diameter measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-03959. It was reported that a burr became stuck on wire. A 1.75mm rotalink plus and 330cm rotawire were selected for use. During the procedure, the burr became stuck on wire. The procedure was completed with a different device. No patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-03959. It was reported that a burr became stuck on wire. A 1.75mm rotalink¿ plus and 330cm rotwire were selected for use. During the procedure, the burr became stuck on wire. The procedure was completed with a different device. No patient complications reported and the patient's status was fine.